Manufacturer narrative:
The user facility stated instruments present in the cycles with failed biological indicators (bi) were used in patient procedures. The facility followed their protocol for patient notification. No adverse effects were reported. The v-pro max cycle tapes were reviewed and no issues were noted; the cycles completed successfully. Retain testing was performed on the lot number subject of the reported event; no issues were noted and the DHR evidenced the scbi lot was manufactured to specification. The user facility returned the bis from the lot subject of the reported event for testing; no issues were identified. As the v-pro max cycle parameters were achieved as evidenced by the cycle printouts, the failure is attributed to user mishandling of the scbi. A steris account manager performed in-service training on the proper use and handling of the verify v24 scbi. No additional issues have been reported.

Event description:
The user facility reported their verify v24 self-contained biological indicators (scbi) were evidencing positive results after processing in a v-pro max sterilizer.